Manufacturer narrative:
This investigation is ongoing and will be provided upon additional information.

Event description:
It was reported that this patient suffered a ventricular fibrillation (vf) arrhythmia and manual cardiopulmonary resuscitation (CPR) was applied due to potential undersensing when it comes to this device. A review by technical services (ts) noted that the ventricular episodes stored at the time vf undersensing was reported showed a faster atrial rate above the atrial fibrillation threshold. Ts discussed programming options for this case. Additional information received noted that the device was reprogrammed and remains implanted. No additional adverse patient effects were reported.